Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarm. Customer stated insulin pump lost power without warning and battery failed alarm. Customer stated they were able to clear the alarm. Customer was performed self test and it did not passed. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No failed battery test or pump error 68 noted. Device communicated properly with test guardian link transmitter. No communication anomaly noted. The adapt tool confirmed the unloaded voltage and loaded voltage was within specific range. No power loss alarm noted during testing or in the device trace download. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 was confirmed in the device history due to broken pin trace on keypad assembly.